Event description:
A report was received that the patient had pain and discomfort at the ipg site. The physician administered injections around the site to treat the patient's symptoms. No further action will be taken.